Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to insulation failure. Implanted: 2/13/95. Explanted 7/12/96. Implanted 17months.